Event description:
Complainant reported an open area approximately 16 mm from the stoma measuring the size of a dime, but reports that the area is healing. It was also reported that no drainage noted from open area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The complainant reported that they use (B)(6) soap to cleanse their peristomal skin and applies aquacel ag to the open area to their peristomal skin with each wafer change. It was stated that they changed their wafer change. It was stated that they changed their wafer every two (2) days. Additional information has been requested. To date no additional patient/event details have been provided. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.